Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: mechanical (g04) femur. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. X-rays were provided and review by healthcare professionals. Review of the imaging identified hyperextension of the knee. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that there was a revision due to distal femur hyperextension. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10: 00585004301 seg dist fem size c lt lot# 66363621. 00585001396 seg dist fem poly box sz c lot# 66980290. 00585204035 stem collar 35 mm o.d lot# 67048940. 00585004606 segment with male/female taper 60mm l lot# 66456468. G2: new zealand. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3; b4; b5; d2; d6a; d6b; g1; g3; g6; h1; h2; h6; h10. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.